Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with ntermittent buttons due to corroded keypad traces. No button error alarms noted. The low reservoir alarm feature was working properly. The device also was received with cracked case at the display window corners, reservoir tube lip and battery tube threads and minor scratched display window.

Event description:
Customer reported the insulin pump alarmed button error. Customer did not know blood glucose level. Customer reported the device alarmed low reservoir prior to the alarm, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.